Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation, the faradrive steerable sheath clear was selected for use. It has been mentioned that upon aspiration there was air coming through continuously. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. The product is not expected to be returned as it was disposed.